Manufacturer narrative:
Patient weight is unknown. This report is for an unknown ten-hole variable angle curved condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Exact date unknown; reported as 6-8 months before explant date of (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of a distal femur due to a broken plate and non-union was performed on (B)(6) 2016. The synthes ten-hole variable angle curved condylar plate, which broke at the fifth screw hole, along with 13 intact screws (five cortical screws and eight 5.0mm stardrive locking screws) were explanted. The surgeon treated the non-union by implanting a non-synthes plate as a temporary fixation and most likely would lead to a tumor prosthesis. The original surgery took place six to eight (6-8) months ago. At that time, the patient's distal femur was repaired with a synthes variable angle curved condylar plate and the patient's distal femur was filled with bone cement due to bone loss. The cement bone interface failed and cracked which caused the plate to break. The produced was completed successfully with no delays or harm to the patient. Concomitant devices reported: screws (5 cortical screws, 8 5.0mm stardrive locking screws - unknown part number, unknown lot number) this report is for an unknown ten-hole variable angle curved condylar plate. This is report 1 of 1 for (B)(4).